Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 337 mg/dl at the time of the call. The customer stated that the seal came off the reservoir. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. A new reservoir was sent to the customer. The customer was reminded to always keep insulin in room temperature to prevent any issues with air bubbles.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.